Manufacturer narrative:
(B)(4). Method: the two complaint rt225 infant bias flow breathing circuits were not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: the customer reported that the rt225 circuits failed the ventilator leak test before use. Conclusion: without the complaint devices, we are unable to determine the cause of the reported event. All rt225 infant bias flow breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuits would have met the required specifications at the time of production. The user instructions that accompany the rt225 infant bias flow breathing circuits also state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. Visually inspect breathing sets for damage before use (e.g. A crushed tube or cracked connector) and replace if damaged.

Event description:
A distributor in (B)(4) reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that two rt225 infant bias flow breathing circuit failed a ventilator leak test before use. There was no patient involvement.